Event description:
A caller reported a malfunction on their pump after being thrown into a pool, resulting in water exposure to the device. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The pump's display stopped working, and due to this, the customer was unable to confirm the specific malfunction.